Event description:
It was reported the patient experienced pain at the ipg pocket site. As a result, surgical intervention was undertaken on (B)(6) 2019 wherein the ipg was placed deeper in the pocket. Surgical intervention resolved the issue.